Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse even though it was properly programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: additional information was received indicating the drug being infused was sodium chloride 3% and the flow rate was 999ml/hr;250ml. Additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.